Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch verio flex meter was reading inaccurately high compared to his feelings/ normal results. The complaint was classified based on customer service representative (csr) documentation as well as a review of the call recording carried out by the medical surveillance specialist (mss) and a follow-up call with the patient, also conducted by the mss, on (B)(6). The patient reported receiving two vials of verio test strips, one of which was open upon receipt. He stated that he used the strips from the opened vial and continued with his usual diabetes management routine. He could not remember when he received the strips. The patient manages his diabetes with insulin ¿ self adjuster (humalog and levemir). The patient stated that at 7pm on (B)(6) 2018, he obtained a ¿higher than normal¿ blood glucose result of ¿293 mg/dl¿ on the subject meter. Meter to feelings/ normal results comparisons do not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient reported that in response to this issue he took an extra 10 units of insulin, ¿7 units for the meal he just ate and an extra 3 units for the high result¿. The patient reported that later the same night he became ¿very symptomatic for hypoglycaemia¿, when he developed the reported symptoms of feeling ¿shaky and warm¿. At this point, at 8:18pm, that the patient reportedly obtained an alleged inaccurately high result of ¿201 mg/dl¿, again compared to his feelings/ normal results. During the follow-up call the patient stated that he ¿knew his blood glucose was lower than 201 mg/dl¿ and so he tested his blood glucose again ¿1 minute later¿ using a test strip from the unopened vial he received with the opened vial. He reported obtaining a result of ¿32 mg/dl¿ at this point. The patient reported that in response to this result, and in response to the symptoms he had developed, he took ¿glucose pills¿ as treatment. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing, a control test was not manually selected, and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported as the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurately high result obtained using the subject meter.